Event description:
It is alleged that "patient received a cook celect platinum filter. Patient is alleging perforation. Hospital and medical records have not been provided."

Manufacturer narrative:
Customer (person) not provided, information provided by (B)(4). Occupation: non-healthcare professional. 510(k) #: k211875. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Manufacturer narrative:
Corrected information: h6 (device problem code) corrected from a1409-obstruction of flow to the more appropriate a0511-structural problem. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), unable to remove/complex retrieval, tilt, neck/abdominal pain, sob (shortness of breath), difficulty walking/bending. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported neck/abdominal pain, shortness of breath (sob), difficulty walking/bending are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number is known; however, lot# is unknown, however, the alleged celect-pt is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a cook celect platinum (pt) inferior vena cava (ivc) filter on (B)(6) 2020 via the right internal jugular vein due to deep vein thrombosis (dvt). Reportedly, the patient underwent an unsuccessful filter retrieval attempt approximately seven years after filter placement ultimately, the filter was successfully retrieved one year and two months after the initial retrieval attempt. Patient is alleging device tilt, vena cava perforation, device unable to be retrieved, filter was dissected from wall of ivc in order to grasp the filter hook, filter struts were distorted from prior retrieval attempt, failed attempt at removal with successful removal after struts dissected from ivc wall. Patient notes and further alleges experiencing "pain, shortness of breath, difficulty walking and bending. Right neck pain, abdominal pain". Additionally, patient is alleging a post filter implant pulmonary embolism (pe). Per a report from CT: "vessels: there is an infrarenal inferior vena cava filter, is somewhat oblique orientation, some of the legs extend beyond the visible wall of the ivc, which is not uncommon finding but may indicate malpositioning". Per a retrieval report (successful): "ivc filter was placed at an outside hospital on (B)(6) 2020, with subsequent failed attempt at retrieval on (B)(6) 2020. Impression: technically successful inferior vena cava filter retrieval". "Venography: filter position: infrarenal ivc. Filter integrity: intact. Intra-filter thrombus: none. Additional findings: muscle struts have been distorted from prior retrieval attempts. The filter overlies tilted with apex localized posterior and external to inferior vena cava". "Filter retrieval: the filter was captured, collapsed into the sheath, and removed in its entirety. Filter capture technique: forceps technique, to dissect and grasp the filter hook".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. . Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, migration. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog # is known, lot# is unknown, however, the alleged celect-pt is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 23apr2025 as follows: per a report from CT: "there is a piece of wire coiled in the apex of the right ventricle. Tip of the wire may be in the wall but has not obviously deeply penetrated the wall. Could be wrapped around a band of tissue in the ventricle". Per a report from catheterization: "admit for CABG evaluation, especially in setting of right ventricle apical metallic wire (suspected to be fragmentation from ivc filter)".